Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: deflation. Clarification to partial date of implant d6a: 2015 was provided. Clarification to partial date of occurrence b3: "6 months" was provided.

Event description:
Healthcare professional reported "6 months deflation". This record is for the right side. The device has been explanted, replaced, and discarded.